Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 19 cm distal to the is-1 connector pin. The proximal and the distal lead fragment were received and subjected to an extensive analysis. The analysis revealed slight abrasion marks along the lead body which most likely resulted from constant friction against another implantable device such as a nearby lead. However the insulation was intact. Furthermore the shock coils were found deformed which presumably occurred during the extraction procedure. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the clinical observation. In particular, the values of the parameters measured during the electrical and mechanical analysis were within the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that this lead showed worsened but stable sensing and pacing values at the 6 month follow up, due to suspected micro dislodgement. During the ICD replacement approx. 4 years later it was decided to also exchange the lead. No adverse patient side effects were reported. The event date was not provided.